Event description:
It was reported that during a prostate procedure at 237,69 joules of use and 37:57 minutes, it was noted that "appearance at the end of a laser shot 250000j all may has more than the usual side shot - risk by the bladder" was noted. The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury to patient was reported. Additional information was not reported.

Manufacturer narrative:
Serial number added, device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Amount of joules used has been correct.

Event description:
A 237,692 joules of use instead of 237,69.